Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Further info from the reporter regarding the serial number has been requested. Band slippage and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage and pain as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."

Event description:
Health professional reported allegedly a "lap-band slipped on stomach causing pt pain." The device was explanted. F/u findings: health professional reported the location of the pt's pain is "unk." A "endoscope" was conducted and results indicated "probable gastric band prolapse." An "upper gastrointestinal (gi)" was conducted "which demonstrated an obvious prolapse." The device was explanted without replacement. Add'l info has been requested from the physician but has not been received at this time.